Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A physician reported that scratches on intraocular lenses (iol) have been observed under the slit lamp post surgery. It was reported the patient's eyes are fine and there have been no iol explants. No further information is expected.